Event description:
A report was received that stated that the cannula of the needle was bent, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no patient or clinician injury. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Product was returned to manufacturing facility for evaluation. As returned the needle tip was bent and the needle was exposed. The bending originated beyond the hub. This damage is consistent with the needle having been bent out of alignment with the safety cover prior to engaging the safety enclosure or if the safety enclosure is activated with the device twisted at an angle. The bent needle was removed from the safety device. A new needle was selected and mated with the returned safety device. The safety device was activated per the instructions in the IFU. The needle was captured in the three latches. The condition of the returned product is consistent with the needle having been captured using a method other than what is directed in the product instructions. The reported issue could not be confirmed to have been caused by a device-related problem. A review of the production records and incoming inspection for the complaint lot did not reveal any non-conformances related to the alleged complaint. All tests conducted where well within specification and no failure, damage, or defects where noted during examination.